Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed accurate readings, indicating proper functionality of the flow sensor and flow module. Per data log analysis, the log analysis is not possible since the log only covers from (B)(6) 2019 to (B)(6) 2019 and therefore does not cover the incident. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but no yet concluded.

Manufacturer narrative:
Per the manufacturer's clinical specialist, the flow measurement was at six liters per minute (lpm) when the roller pump was at five lpm during a trial. The flow probe was replaced. The unit operated to the manufacturer's specifications. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor measurement was reading 20% higher than expected. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.